Event description:
A male underwent initial aaa repair in late 2006. In 2007, the physician placed a main body extension to repair a type I endoleak. The endoleak persisted so in early 2009, a renu cuff was placed. The physician ballooned several times and the endoleak was resolved. Pt is fine.

Manufacturer narrative:
Lot- unk as not provided by reporter expiration- unk as lot is unk. The development of the zenith device successfully completed; all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU's specifically list several warnings and precautions that if properly followed, could reduce the occurrence of this failure mode occurring. In general, these IFU's address pt selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The device remains implanted and no images were provided to assist in this investigation. We are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.